Event description:
(B)(6). It was reported that complete atrioventricular (av) block, left bundle branch block (lbbb) and right bundle branch block (rbbb) occurred. A 23mm lotus edge valve was implanted in a patient. Post transaortic valve replacement (tavr) procedure, complete av block, lbbb and rbbb were noted. A temporary pace maker was inserted. One (1) day post procedure, a fever was noted and treated with antibiotics. The fever improved. Five (5) days post procedure, a permanent pace maker was implanted. The patient condition was considered resolved and the patient was discharged.